Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/10/2015. The fse found that the vacuum line of the probe wash collar was clogged. The fse flushed the probe wash collar vacuum line to remove the clog, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak of diluent and blood from the unicel dxh 800 cellular analysis system. The volume of the leak was about 2 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.